Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a no alert on g5 mobile app occurred. Data was returned and evaluated. Data review confirmed the reported event of no alert on g5 mobile app. The probable root cause was determined to be the issue occurred during backfill.